Event description:
Customer reported an issue with the gas module iii monitor, which may have affected primary monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacements of pump, a small diameter tubing between the o2 filter and the o2 sensor. As preventative maintenance, the o2 filter and co2 absorber and filter were both replaced. Unit was tested, calibrated and safety checked unit to factory specifications.